Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure an atypical flutter was induced. This event occurred during the use of a farawave catheter. During a mitral line ablation procedure to terminate the induced atypical flutter a fapapoint df curve catheter was inserted into the body and post first pulse, physician noticed a mechanical clicking sound in the sheath. Farapoint use was aborted after four applications and consistent clicking. The device was tested in saline solution post case, and it was observed considerable clicking sounds and even sparks from the electrodes upon therapy delivery. Procedure was cancelled with the patient being sedated. No patient complications were reported.